Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
Customer reported the insulin pump has a crack and was requesting a new device. Customer's blood glucose was 266 mg/dl. The device was damaged on the top right corner and top left corner coming from the screen, and on the reservoir window. Customer was not sure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.